Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the recharger was dysfunctional. It was unknown if there were any external factors that may have contributed to the issue. Troubleshooting in "opc" was noted. The actions taken to resolve the issue was unknown. The issue was not resolved at the time of this report. Surgical intervention occurred. The rep reported a month later that there was no patient complications reported. After replacement of the recharger all issues were resolved.